Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the numbers on the screen was not being shown fully. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with missing segments/horizontal clear line across the display window due to a cracked zebra connector on the lcd board. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and all operating current measurements were normal. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.